Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cloudy appearance of the cup (molding defect) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® urine collection cup has been found experiencing 2100 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: has 21 bags each of one 100 pieces of urine collection containers. Now customer has found that each bags have some cups with artefacta inside. They are able to scratch it of with nail. They dare not to use those cups, because they do not know how artefacta affects the urine bacteria or chemistry analysis.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® urine collection cup has been found experiencing 2100 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: has 21 bags each of one 100 pieces of urine collection containers. Now customer has found that each bags have some cups with artefacta inside. They are able to scratch it of with nail. They dare not to use those cups, because they do not know how artefacta affects the urine bacteria or chemistry analysis.